Manufacturer narrative:
No product returning for evaluation. Should new relevant information become available, a supplemental form will be submitted.

Event description:
It was reported that the customer fluctuating blood glucose levels. Reportedly, the customer over corrected her blood glucose levels (32 mg/dl) with an injection, and felt sick and was vomiting. Customer was taken to the emergency room, but was not admitted to the hospital. She has experienced consistent elevated blood glucose levels since then. Troubleshooting was performed and pump passed delivery system check. Customer's health care professional has recently adjusted the pumps settings.